Event description:
It was reported to clinical affairs by surgeon that an edwards aortic bioprosthetic valve was diagnosed as stenotic 11 years after implant in a (B)(6) male patient. Patient was (B)(6) at time of implant. Patient received implant of an edwards transcatheter aortic bioprosthetic valve within the subject valve. Patient is reported as stable following the procedure. Patient comorbidities include ehlers-danlos syndrome, repair of atrial septal defect (1985), ligation of a patent ductus arteriosus for congenital heart disease.

Manufacturer narrative:
Report of edwards aortic bioprosthetic valve stenosis after 11 years from a (B)(6) male patient; patient was treated with implant of an edwards transcatheter aortic bioprosthetic valve and is reported in stable condition. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time.